Event description:
Reporter alleged felt low glucose symptoms however when tested, meter read 286 mg/dl so took extra insulin. It was reported customer felt worse and called paramedics four hours later where their device read 49mg/dl. Reporter stated being treated with a glucose shot where afterwards paramedics tested 90mg/dl. A request was made for the return of the suspect device and replacement product was sent.